Event description:
Shortly after being implanted with essure, I started to have lower back pain. As time went on, my legs started to hurt and at this point they hurt all the time. My energy level has dropped significantly and I feel tired all the time. I was a very active person and still try to be, but its been difficult. I have been to several doctors(chiropractor, rheumatologist, orthopedic, endocrinologist, and primary care) done countless blood labs and they have ruled out other medical conditions. I have had to have two nerve blocks because of the pain. Some less serious reactions are constipation, hair thinning, body aches, headaches, memory loss(brain fog), can't lose weight, insomnia and 2 cracked teeth from decreased vitamin d levels.